Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, medical record was provided for review. The medical records allege that, patient underwent the port placement procedure for third time for long term central venous access. Patient presented with the complaints of left-hand weakness, body twitching and chest pain. A chest x-ray was performed for shortness of breath. The study showed that findings consistent with developing bilateral pulmonary edema with slight focal consolidation in the right upper lobe. Port catheter remains in place. Again, one month and two days later, patient presented with the complaints of chest pain and jaw pain associated with shortness of breath. A computed tomography angiogram of chest with and without contrast was performed for chest pain. The study showed that tiny left lower lobe subsegmental filling defects corresponding with pulmonary emboli. X-ray chest was performed which showed right chest port with tip projecting at the proximal superior vena cava. Three weeks and two days later, patient presented with the complaints of shortness of breath that has increased over the past week. She underwent computed tomography angiogram of chest with and without contrast study for shortness of breath. The study showed that non-diagnostic evaluation with respect to pulmonary embolism particularly small. Next day, x-ray chest was performed for shortness of breath. The study showed that right internal jugular port is malpositioned with the end looped in the internal jugular vein. Next day, patient got transferred from gerald champion with the diagnosis of recurrent pneumonia due to broncho aspiration episodes. On the same day, a chest x-ray was performed which showed port catheter was coiled in the right internal jugular vein, which may compromise its use. Next day, x-ray chest was performed which showed right port-a-cath and mediport in place. The tip is in the right neck. Infectious disease physician consulted and considered she has already convalescence from pneumonic episode, in no need for further antibiotic therapy. On the same day, CT thorax was performed which showed port-a-cath and mediport in place. The tip is in the superior vena cava. One week and four days later, patient had a cardiology follow-up office visit. She was started on eliquis for her pulmonary embolism. Next day, patient presented with the complaints of difficulty breathing and mid right back pain. A computed tomography angiogram of chest with contrast study was performed which showed no evidence of pulmonary artery embolus. She was currently being worked up for a hypercoagulable state and scheduled for echocardiogram. About two weeks and two days later, patient presented with the complaints of shortness of breath since yesterday. Patient underwent computed tomography angiogram of chest with and without contrast study for dyspnea. The study showed right sided chest port in stable position. Discussed with cardiologist, patient had a catheter tip lodged in her heart at some point. It then dislodged and ended up in her lungs at some point. Next day, x-ray chest was performed for shortness of breath. The study showed that right chest port catheter tip loops over the right lower neck, likely malpositioned within the internal jugular vein. Four days later, x-ray chest was performed for chest pain. The study showed that right sided port-a-cath was again present with distal tip extending into the right neck. Twenty-seven days later, x-ray chest was performed which showed right internal jugular port-a-cath was appreciated in the lower right neck. It is high. Probably within the region of the right internal jugular vein. Cannot exclude extravascular placement. One month and eighteen days later, patient presented with the complaints of intermittent palpitations and arrhythmia which she noted two weeks. She describes a fluttering in her chest associated with some chest pressure. She feels some chest tightness and pain in her back. She also has dyspnea on exertion, nausea and sweating during that episode. X-ray chest was performed which showed redundant catheter for the right sided chest port terminating in the right-side neck. The internal tip is in the right low neck. Next day, cardiology was evaluated for episode of atypical chest pain with palpitations. Then, patient underwent port placement procedure for malfunctioning chest port and catheter dislodgement. Therefore, the investigation is confirmed for the reported material twist or bent, migration and device dislodgement issues and also patient had experienced chest pain, palpitation and arrhythmia. However, the relationship to the port is unknown. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately two months and one day post port placement procedure through the right internal jugular vein approach, the port catheter coiled, migrated and dislodged. It was further reported that patient developed with chest pain, palpitations and arrhythmia. Reportedly, the port was removed and new port has been implanted. The current status of the patient was unknown.